Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided.

Event description:
It was reported that during implant placement at tooth site 25 implant spinning and perforation of the maxillary sinus membrane occurred. Pain was reported as a result of the event. Patient would have to return to place a new implant.

Manufacturer narrative:
One osseotite tapered certain implant 3.25 x 10mm (xifnt3210) was returned for investigation. Visual evaluation of the as returned implant identified signs of use but no apparent signs of malfunction. The device could not be functionally tested for the reported failure/event (perforated sinus). However, measurements were taken using a caliper (ID: cal002c159; due date: (B)(6) 2023) and the device was determined to be within design specifications pre-existing conditions noted in the per were low bone density ¿type IV & smoker. The reported device was being placed on tooth #25 when the incident occurred. X-ray & picture evaluation: x-ray / picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/08/01. Information identified: contraindications, warnings, precautions, and potential adverse events. Per the applicable IFU, improper techniques and overloading can lead to implant failure and loss of supporting bone. DHR review: DHR review for the lot (2021100988) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: all sterilization activities were conducted with no nonconformities per sterilization record (op#0210). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review: complaint history review was performed for the reported lot number (2021100988) for similar events (complaint category keywords: medical: perforated sinus) and no other complaint was identified. Post market trending review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. The reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.